Event description:
Medtronic received information regarding a device being used in a spinal procedure. It was reported that a register plan was created for th11-12 and the points were collected, however, it failed several times and can't proceed with the process. In the end, the incision was closed without placing the screw, and reoperation was scheduled. There was no patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.